Event description:
Pt experienced superficial stitch infection. Pt exhibited clinical symptoms as determined by established criteria: erythema, edema, serous drainage, antibiotics ordered by physician.